Manufacturer narrative:
(B)(4). Additional information: on an unreported date, the patient experienced suspected peritonitis. The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced suspected peritonitis manifested by cloudy effluent coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The cause of the suspected peritonitis was unknown. The patient was not hospitalized for the suspected peritonitis event. Treatment for the suspected peritonitis event was not reported. It was not reported if dianeal therapies were ongoing. It was not reported if the patient was recovered or was recovering from the suspected peritonitis event. No additional information is available.